Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014, resulting in patient experiencing a low. Patient reported while vacationing in (B)(6), firemen transported patient to the hospital. Patient reported hospital staff administered an IV of fluid and salt. Hospital tested patient's blood glucose (bg) level and it was 41 mg/dl. Patient advised, prior to the event self-administered codeine (which may have included acetaminophen) and injected insulin. Patient also checked bg levels via finger stick. At the time of the call to dexcom technical support, the patient reported a current condition of feeling okay.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.